Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that a g7 wearable failure was reported. The sensor was inserted into the arm on (B)(6) 2023. On the same day the sensor was inserted, the patient experienced nausea, diarrhea, and vomiting. The blood glucose reading was 400 plus mg/dl. The patient self-treated with (B)(4) units of insulin and presented to the emergency room where he was diagnosed with ketoacidosis. The patient received no medication while in the ER. At the time of the report, the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.